Event description:
Litigation papers allege the patient experienced pain and discomfort in his hip and had to be revised.

Event description:
**Update** (B)(4) 2013-sales rep reported patient underwent revision due to infection.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reported infections against the product and lot code combinations since their release to distribution. The patient was implanted may 20, 2008 and revised on (B)(6) 2013. It is not likely the device contributed to the patients reported infection 5 years after implantation. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised. Medical records were then received stating that patient was revised to address acetabular cup loosening. ***update*** (B)(6) 2012 litigation papers allege the patient experienced pain and discomfort in his hip and had to be revised. Added asr femoral head to the complaint. There was no new information received that would impact the outcome of the investigation. **update** (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.